Manufacturer narrative:
The returned device was evaluated and no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The device was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the device, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. But the exposed formed needle didn't cause any damage to the complete fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 21 mmol/l (378 mg/dl) and that there was insulin leaking noted at the site. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).